Manufacturer narrative:
This report is filed on the xia titanium 4.5 connector, other connectors, a macc connector 42mm, catalog # 4107042 and a xia titanium 4.5 rod to rod connector catalog # 48135001 are also part of the original construct that was removed during the revision surgery. If product becomes available and the results of the engineering analysis reveal any product issue, separate reports will be filed at that time for the other connectors. Add¿l info has been requested and if made available, this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.

Event description:
It was reported by the sales rep that yesterday a revision surgery was performed to one pt. This patient had a spine surgery some two years ago, and yesterday these implants were removed and new ones were implanted. According to the sales rep, the pt had a combination of two spine systems (xia 4.5 and xia ii), which were connected through stryker connectors. It seemed that these connectors failed since the rods from the xia 4.5 got released. The whole xia 4.5 system was removed. Another xia ii was implanted and connected with the other xia ii through 2 long xia bars.